Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was available, impacting imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.